Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included inspection of system battery packs, however, no definitive cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited "pre-charge errors" upon system start up. This error is likely to prevent the system from booting to a usable state. No pt serious injury or death was related to this event.